Manufacturer narrative:
No samples were returned. The product is intended to breakdown within 2-3 weeks. Photos were sent of the device. The unit was literally shattered into fragments and contaminated so the initial breakpoint could not be established. Info from the physician indicated there was no adverse pt outcome. Lot history review found the product met all acceptance criteria at release. There has been one prior unconfirmed complaint indicating "possible bad lot". What ever caused the problem was obviously transitory, possibly pt related.

Event description:
Customer reports, when the dr used valtrac for anastomosis between the ileum and the colon at the colectomy, the valtrac broke. In this hosp the valtrac has been used about one hundred times before. This was the first such incident. It was used in a usual procedure and not resterilized. No pt injury is reported.